Event description:
It was reported that the patient collapsed and was admitted to the hospital where an ECG showed a period of asystole for approximately 40 seconds. Testing of the pacemaker and lead did not show any abnormalities. The device was replaced, and no further problems have been reported.

Manufacturer narrative:
.